Manufacturer narrative:
The lot# and expiration date were not provided. The manufacture date could not be determined. Lancets/ lancing devices are not 510(k) cleared.

Event description:
Caller stated his wife's thumb was severely injured when she was assisting him with getting a microlet lancet from the box. When she reached for the lancet, she sliced her thumb while grabbing it. When they looked at the lancet, they saw three needles; one that was correct into the cap, a second which was protruding straight up but next to the cap, and a third which was bent sideways. It took 30 minutes to stop the bleeding and then the wife applied a topical antibiotic to the area. Caller further stated the needle from the lancet broke off in his wife's thumb. Product was not expected to be returned at the time of the call. Caller declined replacement product.